Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. She was entering her carbohydrates but the numbers on the insulin pump's screen scrolled up. She was unable to exit the time and date set up. The light on the insulin pump was on all night and the buttons were not responding. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The pump had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.